Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A potential root cause for this type of failure could be "program error". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the latex foley catheter seemed to quality had changed, harder material and the french size seemed to be smaller, did not want hydrogel coating.